Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure, after 25 turns with the fixation tool the helix of this right ventricular (rv) lead had not extended. However, it was later discovered that the helix had extended and an rv perforation was observed via fluoroscopy. The helix could not be retracted. This lead was removed prior to pocket closure. No additional adverse patient effects were reported. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.